Event description:
Baxter received a customer complaint in which the device delivered 45 ml of 5-fu and 5% dextrose in 15 hours instead of the expected 22 hours. It was reported that no patient injury or medical intervention was required as a result of this incident.